Manufacturer narrative:
Corrected information can be found in field h3. Additional information can be found in the following sections: g4, g7, h2, and h10. For field h3, the device return to MFR for evaluation, should have been set to "yes".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the master tool manipulator, right (mtmr) to address the error 23031 fault. Following service, the system was tested and verified as ready for use. The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or videos were shared for the event. Intuitive surgical, inc. (Isi) received the mtm associated with this complaint and completed its investigation. Failure analysis (fa) reproduced the reported error 23031 during calibration. As a fix, the opto-button assemblies, embedded serializer for master handle (esmh) printed circuit assembly (pca) were replaced. Based on the information, this complaint is reportable because system unavailability after start of a surgical procedure (first port incision) led to the procedure to be converted to another da vinci system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a davinci-assisted prostatectomy procedure the surgical staff encountered repeated 23031 faults. The customer tried power cycling the system prior to calling technical support, but the issue persisted. The technical support engineer (tse) had the customer hard power cycle the surgeon side console (ssc) and faults persisted. The tse noted the customer shut the system down and swapped to a second ssc, but the second ssc encountered a fault indicating the 'surgeon console was not connected.' The tse reviewed the logs and found there was a mismatch to the system software with the second ssc. Then the customer explained they could no longer troubleshoot and could not specify how the procedure would proceed. Intuitive surgical, inc. (Isi) completed follow up with the isi representative and confirmed that the procedure was completed robotically. The surgical staff brought in another surgeon side console (ssc). There was no reported patient injury nor has the patient returned to hospital due to post-surgical complications.